Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, there was watertightness failure of the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the communication error was due to a stress problem due to a component failure; the water flooded due to a cut cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a scope communication error. The reported malfunction occurred during preparation for a therapeutic laparoscopic cholecystectomy prior to sedation. The procedure was completed using a similar device. There were no reports of patient injury or medical intervention associated with this event.